Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device in the anterior side assessed as fold flaw opening additional observations: creases observed on the shell. Wear abrasion observed on the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.4., d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.